Event description:
The hosp reported that during the coronary artery bypass graft surgery, the first seal did not deploy after it was inserted into the aorta. The surgeon used a second seal however he was not able to get good hemostasis with this second seal. He converted to using side biter clamp to complete the procedure. No pt complications were reported.